Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 8.0-9.2cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that externalized cables were observed. The lead was explanted and replaced. The patient was stable post-procedure.